Event description:
A malfunction on the pump was reported by the caller, who noted no notable events occurring before the malfunction. There was no adverse impact on the customer's blood glucose level. Cts provided assistance with resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the malfunction code appeared again, which the caller acknowledged and understood.